Manufacturer narrative:
Additional information- e1 (event site postal code: (B)(6)) a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse disassembled the monitor and replaced the color video receiver pcb and dc to ac inverter pcb boards, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units monitor malfunctioned and consequent impediment to setting therapies. There was no patient harm reported.